Event description:
Same case as: 2134265-2014-01009. It was reported that burr did not stop to rotating after releasing the foot pedal. A rotablator console kit and dynaglide foot pedal were selected for a rotational atherectomy treatment procedure. During the preparation, a rotalink plus was connected to this device and the burr started to rotate; however, when the foot pedal was released, the burr continued to rotate. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn-search corrected from h802220200381 to 22020-028-l. Upn corrected from h802220200381 to 22020-028-l. (B)(4).

Event description:
Same case as: 2134265-2014-01009. It was reported that burr did not stop to rotating after releasing the foot pedal. A rotablator console kit and dynaglide foot pedal were selected for a rotational atherectomy treatment procedure. During the preparation, a rotalink plus was connected to this device and the burr started to rotate; however, when the foot pedal was released, the burr continued to rotate. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.